Event description:
It was reported that the customer was hospitalized with diabetic ketoacidosis and a blood glucose level of 1055 mg/dl. The customer was found by their ex-spouse unconscious and the pump was ¿disconnected¿ at the time. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.